Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to clinic for normal follow up externalized conductors were observed via imaging. Patient was asymptomatic and no anomalies were noted. Lead remains implanted and patient to be monitored.